Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Angina is a known adverse event as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design. The finished product lot history record for this product was not reviewed because the product was not returned for analysis and the lot number was not reported. The other two xience v stent, are each being filed under separate MFR numbers.

Event description:
It was reported via a trial that during the index procedure on (B)(6) 2011, a 2.5 x 18 mm xience v, a 2.5 x 23 mm xience v, and a 3.0 x 28 mm xience v stent were implanted to treat the coronary vessel without reported incident. On (B)(6) 2011, it was reported the patient experienced pleural fluid accumulation and chest pain with heart failure and was hospitalized and treated medically with a good result. The patient was discharged. Though requested, no additional information was provided.